Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer attempted the load process multiple times with multiple cartridges. During every attempt, the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units. The customer's blood glucose level was impacted.